Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear alarms and unable to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black.on 02/25/2022 the customer reported a insulin pump error 38. Inserted a test p-cap into the retainer ring, and it locked in place properly. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected insulin pump error 38, motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that 7 insulin pump error 38s occurred on (B)(6) 2022 from 07:31:37 to 17:03:02. The adapt tool also lists the following pump errors which could potentially trigger a critical pump error: insulin pump error 53 (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2022 @ 16:53:09. The case was cut open. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor particularly the home motor switch inside the device. Pliers were then used to grab a hold of the gearbox, and the gearbox was able to turn without any resistance. In addition to this, did not note any signs of previous moisture presence on the gearbox itself. The motor was tested outside the device, and it passed. In summary, the customer¿s report of a insulin pump error 38 was confirmed in the device's insulin pump history file. Since the insulin pump error 53 (filenumber = 2005, linenumber = 5632) occurred at around the same time as the insulin pump error 38, the device fails due to a software error.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.